Event description:
It was reported that the device would not operate on ac or dc power. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio- control evaluated the device and duplicated the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power supply assembly and observed no ac operation failure. The cause for the ac power failure was determined to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 open. There were no issues found relating to failure to operate on battery.